Manufacturer narrative:
Per the gore® exclduer® iliac branch endoprosthesis instructions for use, adverse events that may occur and/or require intervention include, but are not limited to claudication (e.g., buttock, lower limb).

Event description:
In review of published literature, these findings were noted. Emanuel r. Tenorio, md, phd, gustavo s. Oderich, md, giuliano a. Sandri, md, jussi m. Kärkkäinen, md, phd, manju kalra, mbbs, randall r. Demartino, md, jill k. Johnstone, md, and fahad shuja, mbbs, ¿outcomes of an iliac branch endoprosthesis using an ¿up-and-over¿ technique for endovascular repair of failed bifurcated grafts¿. Copyright© 2018 by the society for vascular surgery. Between 2014 and 2017, clinical data was reviewed in 53 patients (51 male, 2 female) treated for aortoiliac aneurysms using the gore® excluder® iliac branch endoprosthesis. Patient mean age: 74 years old. Fifteen of the patients had prior endovascular aortic repair, including three with a gore® excluder® aaa endoprosthesis. The aim of the study was to evaluate outcomes of the ibe using an ¿up-and-over¿ transfemoral technique in patients with prior aortic repair compared with the standard technique in patients with de novo iliac aneurysms. End points were technical success, mortality, major adverse events, iia patency, freedom from iia branch instability, and freedom from secondary interventions or new-onset buttock claudication. The article describes three cases of buttock claudication due to occlusion of the internal iliac component. One occlusion was reportedly resolved with a thrombectomy. It was reported that one of the occlusions was due to a ¿technical failure¿.